Manufacturer narrative:
Article title: bailout pascal implantation for salvation of iatrogenic leaflet perforation during transcatheter edge-to-edge repair. B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article, "bailout pascal implantation for salvation of iatrogenic leaflet perforation during transcatheter edge-to-edge repair", was reviewed. The article presented a case study of a 72-year-old male patient with dyspnea on moderate to light exertion and peripheral edema. Persistent atrial fibrillation an diastolic dysfunction. It was reported that on an unknown date, an xtw clip was implanted without complications. To further reduce mr, an additional xtw clip was inserted and grasping was performed. However, interaction with the posterior leaflet was observed and tissue damage was observed. The clip was placed on the leaflet. The tissue damage worsen. The clip was then reposistioned more laterally to stablize the leaflet tissue. This physician then decided to implant a non-abbott device. [The primary and corresponding author was alexander hof, university of cologne, faculty of medicine and university hospital cologne, department of internal medicine iii, cologne, germany, with corresponding email: alexander.hof@UK-koeln.de].

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review and complaint history review were not performed because this incident was based on an article review and no lot information was provided. Based on available information and due to the limited information from the article, the cause of the reported tissue injury associated was unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.